Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Second revision patient ID: (B)(6). First revision asa: p3 - incapacitating systemic disease.